Manufacturer narrative:
The force bipolar instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci assisted surgical procedure, the force bipolar instrument mouth broke off. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed.